Event description:
Caller states the expiration date printed on the active test strip vial is 2/28/08. Manufacturer's batch record shows expiration date of 2/28/06. No adverse event reported. Requested return of suspect device and replacement was sent.